Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter. E1 updated regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was clarified that the patient initially reported the pump flipping to the company representative. The old catheter was completely removed and replaced with a new catheter. The patient¿s weight at the time of the event / flipped pump was noted as having been asked, but was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2021-jan-29. It was noted that the cause/circumstances that led to the pump flipping were that the ¿patient had excessive amount of extra weight and skin where the pump was sitting.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving morphine (2mg/ml) via an implanted infusion pump. It was reported the patient's pump had been flipping in the pocket and during an elective abdominal surgery, the catheter was cut due to the surgical area. The catheter was coiled up due to the flipping and the patient was on minimum rate mode. The catheter was replaced and the pocket was revised. The hcp refilled the pump with a new drug concentration of 3 mg/ml ms. The pump was not primed on the back table so there is 2mg/ml drug in the pump tubing and the catheter is clear of any drug. Discussed priming the tcv and then doing a modified bridge bolus for the pump tubing 0.199ml.